Event description:
It was reported to kendall in 2001 that a customer had stated that a needle had broken off in customer's left thigh. The customer had not inserted the full length of the needle, so customer was able to get the needle out. This has not happened to the customer before. Customer has been a diabetic for 30 years and states the skin on customer's thigh is tough.